Manufacturer narrative:
The returned driver was evaluated. A dimension on the tip which interfaces with the screw head was found to be out of specification. The items are being recalled per 3004485144-03/16/2017-001-r.

Event description:
It was reported that a damaged driver was received by a distributor and detected prior to surgery. There was no patient injury associated with this event. The driver was found out of specification during evaluation by the manufacturer.